Event description:
It was reported a non-(B)(6) balloon dislodged from the balloon catheter and remained in carotid (but could not be visualized due to the balloon being radiolucent) while removing the balloon catheter/device after the balloon ruptured during inflation. An enroute stent was placed at area of where the balloon was believed to be, in hopes to ¿jail¿ the fragments of the balloon between the stent and the arterial wall. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).